Manufacturer narrative:
The patient was explanted (B)(6) 2014. This report is filed september 3, 2014.

Event description:
Per the clinic, the patient experienced poor performance with the device, resulting in a decision to explant the device (date of explant not reported).

Manufacturer narrative:
This report is filed october 16, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.